Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: there were unexplained pump reboot events in the pump's black box. The battery compartment was found to be cracked and corrosion was present. The returned battery cap had stripped threads and was unable to maintain an electrical connection. The pump could not complete a 24 hour duration test without a power interruption.